Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the left axillary artery in a 43-year-old female patient presenting with cardiomyopathy. The procedure was aborted due to unfavorable anatomy, as the device could not be advanced through the small artery. The reported events include failure to advance, medical device removal, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to a temporary interruption in hemodynamic support during the attempted placement; however, the procedure was discontinued without consequence to the patient, and no adverse patient outcomes related to the device were reported.

Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the delivery issue was related to patient condition due to small anatomy per clinical details.